Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported broken shaft after 2 months. The balloon was inserted initially on (B)(6) 2022. There was no patient harm reported. Additional information was received and stated that the section between the balloon and the port (the long straight shaft) was broken, not the balloon.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The product was manufactured on 18-sep-2018. A sample have not yet been received at the manufacturing site for investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Since the device is provided by an external supplier, a corrective action (CAPA) has been generated to the supplier to determine the root cause and corrective and preventive actions, if required. This complaint will be used for tracing and trending purposes.

Manufacturer narrative:
The device history record was reviewed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The product was manufactured on 18-sep-2018. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue. The root cause and the action plan will be documented through CAPA. Section b3 (date of event): originally reported as 18-aug-2022 and should be (B)(6) 2022.